Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. Additional information was requested and the following was obtained: event date should be 18-jun-2025.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2025. Additional information was requested and the following was obtained: the customer returned a wrong device. An analysis of the product could not be performed since a physical sample was not received for evaluation.

Manufacturer narrative:
(B)(4). Date sent 10/20/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 9/24/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Unknown. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Pouch. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Unknown. Was sterility compromised as a result of the packaging damage? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, it was noticed that the product was contaminated when opened. Changed another one to continue the surgery. There was no patient consequence reported. No additional information can be provided.